Event description:
Two sutureless leads were removed from service. The physician elected to perform an invasive procedure to cap the leads due to low impedance measurements and spurious shocks to the pt. The lead was replaced with two new sensing leads.